Event description:
The patient was implanted with a left ventricular assist device. Approximately 5 years post-implant, the patient went to the hospital in order to receive new system controllers. When switched to one of the new system controllers, many alarms occurred and the patient was switched back to his original system controller. The alarms occurred again when the patient was switched to the second new system controller, therefore, he was switched back to his original system controller once again and it went into back-up mode. A review of the system controller log files revealed several power loss alarms. Visual inspection revealed damage of the percutaneous lead from the connector to the velour. A decision was made to exchange this section of the percutaneous lead.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. The removed section of the percutaneous lead was returned to the manufacturer on 03/24/2011 for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.